Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the optical center broke apart upon lens insertion into the patient's eye. There was loss of vitreous, vitrectomy was performed, the incision was enlarged to remove the lens and another model lens was implanted successfully. Sutures were placed as standard protocol.

Manufacturer narrative:
The lens was returned to b+l. Visual inspection found the optic cut to the center. The cause of the damage could not be determined. Functional testing could not be performed due to the condition of the received lens. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information, the specific root cause of the event could not be determined.